Event description:
I had breast cancer and reconstruction in 2011. I got natrelle textured implants. I had an infection immediately where the incision was, it started to grow apart and I had a hole in my breast. It was stitched up and started growing apart again. Eventually, it was removed and I started the whole process over, expander, then replaced implant in 2014. I survived breast cancer and have been disabled with breast implant illness. I have been diagnosed with fibromyalgia, chronic fatigue syndrome, (B)(6), parvo, insomnia, migraines, anxiety, depression, high blood pressure, heavy metals, seizure, sinus infection, chronic uti's, chronic diarrhea, etc. I have been to many doctors and many diagnosis and finally found a doctor who diagnosed me with breast implant illness. I was the third one that week in her office. I am in debilitating pain and fatigue every day. I lost years of my life. I've missed in on family, friends and life. My ears rings constantly, my eyes hurt and are bloodshot, I feel like I'm dying every day. I survived breast cancer and thought the implants were the safest. Breast implant illness is way wide than cancer/chemo/surgeries/double mastectomy/losing my hair/emotional and physical pain of cancer, breast implant illness is by far worse than that. I should not have had to live like this after all what I've been through. This has cost me my life and I haven't got an explant yet, so suffering trying to see how to work this out as I also have vertigo and vision problems. Please help us. We are suffering. We are missing out on life. We miss out on family and want to be able to live. Some need help with explants. We cry a lot. We are suffering. Thanks for reading my story about what happened to me. I'm disabled and can't even drive to the store most days. Please, please help us. I wrote my story above. Please help us. We are suffering. We are slowly dying. The implants are killing us. My real breasts tried to kill me and so did the medical ones. It's not right. FDA safety report ID # (B)(4).